Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that water did not enter into the cuff of the foley catheter. It was stated that the event happened during the pretest and no problem was observed in the catheter during inflation. The inflation funnel did not swell and no abnormality was observed in the catheter shaft. The water was injected gently into the catheter balloon. Usually, the balloon could be inflated within 10 seconds. The user was unable to push plunger at all.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The reported failure is within specification as the reported failure could not be reproduced. The product was not used for patient treatment or diagnosis. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (without original packaging),a 3-way temp sensing catheter with cut portion of inlet tubing. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). The balloon rested without leaks and passively deflated without issue or cuffing, returning 10ml of solution. This is within specification per inspection which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling review was not required as the reported event was unconfirmed. Corrections: a,b,d,f,g,h h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that water did not enter into the cuff of the foley catheter. It was stated that the event happened during the pretest and no problem was observed in the catheter during inflation. The inflation funnel did not swell and no abnormality was observed in the catheter shaft. The water was injected gently into the catheter balloon. Usually, the balloon could be inflated within 10 seconds. The user was unable to push plunger at all. Per follow up information received via ibc on 02aug2022, it was stated that the customer did not provide information about whether the issue was the syringe.